Event description:
A us distributor reported that a batteries would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery 86428028 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. Device evaluation of battery pack 86432401 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery and mis-matched cells. The root cause of the loose busbar and mis-matched cells cannot be positively identified. No adverse event resulted from the damaged batteries.